Event description:
A customer reported that the t:slim x2 pump battery was not charging, and there was a power source alert identified in the pump's history as alert 07. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.